Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr), coronary artery disease (cad), hypertension (htn), hyperlipidemia (hld), ascending aortic dilation, atrial fibrillation (afib), peripheral artery disease (pad), right carotid endarterectomy and thin leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Another mitraclip was implanted for stabilization of slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.